Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. Reportedly, evidence of moisture ingress was observed behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/13/2014 with the following findings: inspection revealed that the display screen image was dim and discolored: the reported issue was duplicated. The reported issue was directly caused by an unidentified display failure. The following findings are unrelated to the reported issue: moisture was observed behind the display lens. The pump failed a leak test due to a case seal leak. The pump case was removed, and further evidence of moisture damage was observed on internal components. The battery compartment was found to be cracked below the grip pad.